Event description:
Boston scientific crm received info that this attempted dextrus atrial lead was removed due to dislodgement. The lead could not be successfully positioned and was therefore, replaced by a new lead. No adverse pt effects were reported. Implant, explant and event dates were not made available.